Event description:
It was reported that port was implanted for chemotherapy. After approximately one month, pt returned to hospital for chemotherapy and physician noted the insertion site was swollen. Port and catheter were removed. Upon removal, the catheter was noticed to be broken. No pt complications reported. Additional information requested.